Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 250 units of insulin. Customer attempted to load a new cartridge on the pump and subsequently received a cartridge change error during the load process with multiple cartridges. Customer's blood glucose level ranged from 121 mg/dl to over 300 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.